Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no abnormalities that would have caused the reported condition. During the investigation a review of the system logs showed a fatal error caused by software restrictions on the queue was detected. The handle queue filled up due to multiple button presses in short succession. This condition has a potential for patient harm. This failure will result in the handle becoming unresponsive. It was reported that operating room (or) time was extended by more than 30 minutes resulting from product failure. The reported issue could not be confirmed. The most likely cause could not be established from the information available. Based on the evidence available, the reported condition of the display was off was not confirmed. It was also reported that the device initially fires, but failed to complete the firing cycle and the jaws of the device remain closed on tissue. The reported issues were confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreatic tail resection (laparotomy), while firing with reinforced 60 black reload with powered stapler in pancreatic tail resection, the firing advanced for about 30 mm, but firing stopped, advancing stopped and release could also not be done. The display was off. Device was locked into the tissue, that was able to detach by power approach. The surgery time was extended by 30 minutes or more and incision range expanded less than 1 inch (2.54 cm). A new set of powered stapler was used to resect the central side and complete the case. The adapter was used with another handle and the power shell and were able to be used with no problem.

Manufacturer narrative:
D10 concomitant product: sigphandle - sig power sigphandle handle, serial# c22aaj0600 sigadaptshort - sig power sigadaptshort lin short adapt, serial# c19ada0327 sigtrs60axt - tri 2.0 sigtrs60axt 60 xtra thk 15mm, lot# n1d0807y sigpshell - sig power sigpshell control shell, lot# n3c0634y medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.